Event description:
On (B)(6) 2012 09:30 a.m. In process of right leg endoscopic saphenous vein graft harvest on pt with maquet vasoview hemopro-endoscopic vessel harvesting system-. Ref # (B)(4), lot# 25065737. During harvest, rnfa's noticed that harvesting tool/cautery would not turn off during dissection of a saphenous vein branch. Device was withdrawn from the leg and new bovie cord attached to device and tower. Rnfa's proceeded with vessel harvest with new cord attached, and device continued to cauterize branch and would not shut off when needed. Device completed removed from leg. No pt injury noted, vessel tunnel intact. New device opened and used to complete vessel harvest. Vessel intact and not damaged on removal from leg. Reason for use: cad.